Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a worn instrument return form that the tasp was returned fractured. No patient involvement.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The returned part was not fractured. The initial report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The returned part was not fractured. The initial report should be voided.